Event description:
It was reported that during an unspecified surgical procedure, it was observed that when the surgeon was impacting the bullet tip stem inserter device, the surgeons positioning slipped having the bullet tip inserter scrape up against a sharp hohman, creating a scrape in the inserter device leaving shards of metal in the patient. It was reported that the surgeon cleaned out the wound and all metal was cleaned out of the patient. It was reported that the device was disposed of. It was reported that there was a two minute delay to the surgical procedure and a spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: review of the device history record(s) showed that there were no issues during the manufacture of this product which would contribute to this complaint condition.